Manufacturer narrative:
This report is filed on february 14, 2017.

Manufacturer narrative:
This report is submitted on january 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.